Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient (staples not firing". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(6) visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. There were no signs of biological material on the device. The stapler was received with 31 staples left in the cartridge indicating at least 4 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. This was repeated 4 more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 26 staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. Per DHR the product visistat 35r 6/box lot # 73g2300637 was manufactured on (B)(6) 2023 a total of (B)(4). Lot was released on (B)(6)2023. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient(staples not firing". No patient involvement.